Manufacturer narrative:
Date of report: 07sep2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device is displaying a primary alarm failed (1102) error message. Speaker #2 failed, motor speaker. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Customer has an active primary alarm failure. He replaced a speaker and unit still has a primary alarm failure. Unit has software 3.00. He verified unit has the check vent code 1102 in the significate log. He already replaced the power speaker (#2), but the history shows the motor speaker (#1) is failing during post. He will install the right speaker to verify operation. He also has a few spare speakers. The customer replaced the right speaker (speaker #1) to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.